Manufacturer narrative:
The investigation determined that lower than expected results were obtained from a vitros tdm pv fluid using vitros digoxin (dgxn) slide lot 1922-0259-6552 tested on a vitros 5600 system. The investigation could not determine the assignable cause. Historical quality control results obtained from vitros dgxn slide lot 1922-0259-6552 determined within-lab imprecision was obtained from both vitros tdm pv levels, indicating the vitros dgxn slides were not performing as intended on the vitros 5600 system. It is noted that an acceptable vitros dgxn result was obtained from tdm pv (B)(4) the day after the event using an alternate slide cartridge of vitros dgxn slide lot 1922-0259-6552, indicating the slide cartridge in use on the date of the event cannot be ruled out as contributing to the event, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issues with vitros dgxn slide lot 1922-0259-6552. Vitros dgxn within-run precision tests that were used to assess the performance of the vitros 5600 system were acceptable four months after the events occurred, indicating the vitros 5600 system is currently performing as intended. However, since no diagnostic precision testing was performed at the time of the events, a transient instrument performance issue cannot be ruled out as contributing to the event. Improper pre-analytical sample handling could have potentially contributed to the event, however, since the event occurred four months ago this could not be confirmed email address for contact office above is (B)(4).

Event description:
The investigation determined that lower than expected results were obtained from a vitros tdm pv fluid using vitros digoxin (dgxn) slide lot 1922-0259-6552 tested on a vitros 5600 system. Vitros tdm iii w7852 vitros dgxn results of 1.70 and 1.85 ng/ml vs. The expected result of 2.54 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros dgxn results obtained from vitros tdm pv w7852 were from a non-patient sample, however, the investigation could not rule out that patient samples were not, or could not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).